Event description:
Information received from the field does not address the patient's clinical status but notes a high capture threshold of 6.0 v. The capture threshold was 4.5 v at a follow-up one month previous. The physician elected to program the pulse generator to vvi.